Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced the high blood glucose level and the insulin pump had hardware low level failure. The customer¿s blood glucose was 420, 300, 405, 400 mg/dl. The customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer stated that they had performed the self test and the test was passed. The troubleshooting was not performed for the high blood glucose. The insulin pump will not be returned for analysis. Unomedical set, frn-unknown-rsvr.